Event description:
It was reported that the patient experienced pain at the thoracic incision site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the physician removed some scar tissue from the thoracic incision site to address the issue. No implants were removed or replaced. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.